Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation (h6/h10). A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, the root cause could not be determined. It was confirmed that the nozzle was clogged with foreign material, however, the specific material could not be identified and the cause for the material remaining in the device could not be specified. The nozzle was not reported to have been deformed and it is unclear if reprocessing was performed according to the instructions for use. The event can be detected by following the instructions for use (IFU) which state: "8 inspect the air/water nozzle at the distal end of the endoscope¿s insertion section for abnormal swelling, bulges, dents, or other irregularities. [Inspection of the objective lens cleaning function] inspection of the water feeding function 1 keep the air/water valve¿s hole covered with your finger. 2 depress the valve. Observe the endoscopic image and confirm that water flows on the entire objective lens." Olympus will continue to monitor field performance for this device.

Manufacturer narrative:
The device was returned and evaluated by olympus. In addition to the findings, evaluation found the air/water supply volume and water removal ability did not meet the standard value due to clogging of the nozzle, the bending angle in the up direction and the play of the up/down know was out of standard value due to wear of the angle wire, the bending section cover adhesive was cracked, and multiple parts of the scope were scratched. This event is under investigation. A supplemental report will be submitted upon receiving additional information.

Event description:
The customer reported the evis lucera elite colonovideoscope had air/water flow issues. The scope was used 3-4 times a week and pre-use inspections were being done. The scope was reprocessed using the oer-4 automatic endoscope reprocessor according to the instructions. There was no delay in precleaning, the air/water nozzle was flushed with air/water and the nozzle was brushed with a clean brush, cloth of sponge. The customer did not see any foreign material on the scope. There was no reported patient harm or impact due to this event. During device evaluation at olympus, it was found the complaint was confirmed and the nozzle was clogged with foreign material. The report is being submitted due to foreign material in the nozzle found during evaluation.